Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the both response buttons were non-functional. The cause for the failure was a damaged response button switch in the front response button, and a missing response button switch in the rear response button. The root cause for the damaged switches was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a monitor were not functioning.